Event description:
On (B)(6) 2011, pt reported that when she delivers a bolus, some of the insulin will "suck back up" into the infusion device. Pt provided an example that if she delivers a 5 unit bolus, only 1 unit of insulin will be delivered. This has occurred over the previous week and has resulted in elevated blood glucose of 300-500 mg/dl, and normal blood glucose is in the mid-100's mg/dl. Pt boluses "over and over again" until her blood glucose decreases to a normal range. Pt is able to see insulin come back into the tubing when the bolus is delivered. If she presses the menu or check buttons, more insulin will suck back inside and there is an "internal mechanical noise." Adapter is not being used within specification, and pt was advised on manufacturer recommendations. No alarms have been received on the infusion device. Infusion device was not dropped, damaged, or exposed to water or insulin ingress. Pt has not had any diet, medication, or lifestyle changes. Pt was contacted by a clinical specialist and was advised to switch to the backup infusion device until she was able to meet with pump trainer. Follow-up was provided by trainer on (B)(6) 2011. Trainer met with pt and placed the infusion device in the stop mode, and she was able to see insulin "slightly some back" into the infusion device. There were air bubbles in the cartridge, and pt was advised how to monitor for and remove air bubbles. Trainer reported pt's blood glucose has been very erratic, and she believes this is because her basal rates have not been adjusted. The pt did not switch to the backup infusion device. Infusion device was requested for eval. Pt did not require treatment from a health care professional or second party to address the issue.